Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical devices: ep-200156-act artic e1 hip brg 28x50mm- 730420; unknown-unknown head-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01641, 0001825034 - 2020 - 01644. Reported event was confirmed. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by health care professional hcp). Impressions: abutment of the prosthetic femoral head and acetabular cup reflecting liner displacement and intra-prosthetic dislocation (ipd) as noted. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient experienced an intra-prosthetic dislocation intra-prosthetic dislocation (ipd) during reduction of the dislocation. Subsequently the patient was revised due to the polyethylene liner dislodging the metal head. Attempts have been made and additional information on the reported event is unavailable at this time.